Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-58 implanted: (B)(6) 2004. (B)(4).

Event description:
It was reported that the right atrial (ra) lead experienced noise. The lead was partially removed and replaced. No patient complications have been reported as a result of this event.